Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer was treated with manual injections. Customer took bolus before the event. Customer had symptoms of nausea, vomiting, abdominal pain and difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that the insulin pump was under delivering. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0873 inches.